Event description:
It was reported that the dexcom g7 sensor failed and the user experienced pairing failure to the ilet; the agent instructed the user to replace the sensor, guided reconnection, and pairing then succeeded. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, hospitalization, or long-term impact. Investigation included remote troubleshooting and education with successful re-pairing verification. Investigation of this case revealed a sensor-related communication issue that was resolved by sensor replacement and re-pairing, with no device hardware defects identified in the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a transient sensor communication malfunction resolved through standard troubleshooting.